Event description:
On (B)(6) 2012 the pt reported the up button of her infusion device does not work all the time. She noticed the issue a few days ago while attempting to bolus and the infusion device did not beep. She also reported an e7 (electronic) error was displayed followed by an e8 (power interrupt) error. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.